Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were bent, causing the belt to not secure with the monitor. The root cause for the bent latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.